Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was dented, the side bail covers, one case screw, side bails and ring were missing, the ring cover was broken, the battery contacts were compressed and the heart lead flex was out of electrical specification. The device passed all functional testing. During bench testing the device displayed an error code, however after the heart lead flex was replaced and re-calibrated, there was no error code. (B)(4)

Event description:
It was reported the device will not pace (no ventricular output) once cable is connected. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis noted an error code for atrial calibration output low value read from the eeprom (electrically erasable programmable read-only memory) during the eeprom test exceeded the acceptable tolerance. It was also noted that there was an intermittent open circuit. Conclusion: customer and service center reported failures caused by intermittent circuit path continuity.